Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 425 mg/dl with nausea, vomiting and abdominal pain. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The patient reportedly discontinued insulin pump therapy and treated the hyperglycemia with insulin via injection with blood glucose level returning to normal. The reporter alleged an inaccurate delivery issue as the basal history did not match the active basal program without an identifiable cause. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an alleged inaccurate pump delivery issue.